Event description:
It was reported that the pump's usb port was damaged and hard to engage charger resulting in difficulties charging the pump. There was no reported impact to the customer¿s blood glucose level. Customer declined further follow up, and no additional actions or information were available from technical support.